Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient suffered complications and injuries which will require continual monitoring and care. The patient has undergone medical treatment and may need corrective surgery and hospitalization. No medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient developed an incarcerated umbilical hernia. On (B)(6) 2014 - the patient's umbilical hernia was repaired with bard/davol ventralex. The bard/davol ventralex implanted in the patient was used to treat his hernia. Following the (B)(6) 2014 surgery, patient experienced complications due to the ventralex. As a direct and proximate cause of the ventralex defect, patient has suffered injuries and will require continual monitoring and care. As a result of receiving a ventralex to repair an umbilical hernia, patient experienced significant pain and suffering, he has undergone medical treatment and may need corrective surgery and hospitalization. As a direct and proximate result patient was seriously and permanently injured.